Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a cut cable running from the distribution node ECG b. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon eval, the cable running from the dn to ECG b was cut. The root cause for the cut cable cannot be positively determined, but is likely due to physical damage. No adverse event resulted from the damaged cable. The last pt to use this belt did not report any deficiencies.